Manufacturer narrative:
Literature citation: "current situation and issues of balloon kyphoplasty - review of reports in the past five years in japan" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the literature that a meta-analysis was performed of various literatures and cases over a period of five years in japan. The total addresses were 48 in jssr and 7 in joa, and the original papers were 16 in jssr and none in joa. There were 38 original papers in the medical magazine. The total cases of jssr and joa per year had been increased such as 163 cases in 2012, 487 cases in 2013, 543 cases in 2014 and 562 cases in 2015. The number of literatures and cases in the medical magazine was 8 literatures and 130 cases in 2012, 9 literatures and 70 cases in 2013, 11 literatures and 397 cases in 2014, and 10 literatures and 283 cases in 2015. Post-operatively 1 patient reported infection.